Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a device interrogation it was noted the right ventricular (rv) lead and pacemaker exhibited high out of range pacing impedance measurements of greater than 2500 ohms along with loss of capture at maximum outputs. A revision procedure was performed where the rv lead was tested with a pacing system analyzer (psa) and yielded a normal in range impedance measurement of 483 ohms with good threshold measurements. Subsequently the physician opted to surgically abandon the rv lead and explant the pacemaker. A new pacemaker and rv lead were successfully implanted. No additional adverse patient effects were reported.